Event description:
It was reported that the entire hospital is down and has lost all signal at the nursing stations. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A philips remote service engineer (rse) assisted the customer. During the call, the customer identified a loop in the network that was corrected with shut/no shut on the customers' network. Customer requested root cause analysis to determine the cause of the loop. An onsite visit from a field service engineer (fse) was requested. The fse identified an issue with domain name system (dns).

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The serial number field is updated to asked but unknown. The serial number originally provided was incorrect. The evaluation method code grid is updated. The component code grid is updated. It was reported that the entire hospital is down and has lost all signal at the nursing stations. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A philips remote service engineer (rse) assisted the customer. During the call, the customer identified a loop in the network that was corrected with shut/no shut on the customers' network. Customer requested root cause analysis to determine the cause of the loop. An onsite visit from a field service engineer (fse) was requested. The fse identified an issue with domain name system (dns). Based on the information available and the testing conducted, the cause of the reported problem was confirmed. The device was operational after troubleshooting steps were completed.